Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported that on (B)(6) 2019 the customer¿s adc freestyle libre sensor detached in the middle of the night. It was further reported that on (B)(6) 2019 customer experienced a loss of consciousness, so paramedics were called. Customer¿s husband performed ¿CPR¿ on her. Upon arrival, the paramedic¿s transported her to a hospital. Customer was admitted for 4 ½ days and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller, calling on behalf of a customer, reported that on (B)(6)2019 the customer¿s adc freestyle libre sensor detached in the middle of the night. It was further reported that on (B)(6)2019 customer experienced a loss of consciousness, so paramedics were called. Customer¿s husband performed ¿CPR¿ on her. Upon arrival, the paramedic¿s transported her to a hospital. Customer was admitted for 4 ½ days and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.